Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device evaluated by manufacturer? Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, they inserted the heart string as usual and opened the umbrella, but I couldn't stop bleeding because it was not in close contact, and I couldn't secure the field of view of the operative field. It was finally clamped.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, they inserted the heart string as usual and opened the umbrella, but I couldn't stop bleeding because it was not in close contact, and I couldn't secure the field of view of the operative field. It was finally clamped.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was discarded.